Event description:
The diagnostic study was done via the rt radial approach. No guiding catheter would engage the left anterior descending from the rt radial without pressure damping. An 8f sheath was placed in the right femoral artery, and an 8 f jl4 guiding catheter was used to engage the left anterior descending (very short left main - essentially separate ostia). A 0.009" "rota wife" was advanced into the diagonal branch. A 1.5 mm burr was slowly advanced into the diagonal (30 sec @ 170,000 rpm). After withdrawal of the burr, there was no reflow down the diagonal. Flow did not return after "ic tng". A cordis 2.0 x 15 mm ninja balloon was advanced into the diagonal and inflated to 1-2 atm. While the balloon was inflated, the "rota wife" was exchanged for a 0.014" x 300 cm stabilizer plus. When contrast was injected, there appeared to be contrast staining of the myocardium by the diagonal branch. On a subsequent injection there was contrast leaking into the pericardial space. Emergent consultation with a CT surgeon was obtained. The wire was placed in the distal left anterior descending. The pt had chest pain, but remained hemodynamically stable. Angiography then revealed occlusion of the diagonal branch and no further leak of contrast, but the caliber of the left anterior descending seemed reduced, at least raising the possibility of compression by subepicardial hematoma. The situation was discussed w/ the pt and his family. He was transferred to the operating room for emergent surgery, remaining stable in the catheterization laboratory. Boston scientific corp determined that, some units of the rotablator rotalink advancers and rotablator rotalink plus pre-connected exchangeable systems, the brakes were not adequately secure and could cause vessel damage and potential serious injury or death. At the time of the recall facility inventory reflected (2) advancer h80222782001a0 (upn), 22782-001a0 (catalog number) were in stock, which were immediately returned to the vendor. Facility is unable to determine if this catalog number was used in the procedure, since facility does not document upn or catalog numbers on equipment that is not implantable. Pt was discharged in good condition on 4/27/99 with CABG x 1 saphenous vein from aorta to left anterior descending.